Manufacturer narrative:
The complaint sample was not returned for evaluation. Medical documentation has been requested but has not been provided. A review of the lot device history records is ongoing. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer¿s mother reported her son visited an eye doctor who advised consumer that product had caused scratches on both corneas. Consumer had been wearing lenses for three weeks prior to event onset. Consumer¿s mother reported that eye doctor treated consumer with ciclosporin. Consumer¿s mother reports that consumer¿s eyes are improving. Medical documentation has been requested but has not been provided.

Manufacturer narrative:
Complaint lenses were not returned for evaluation. Sealed lenses of the same lot that were returned were evaluated and the results of the testing performed were all within specification. Additionally, a review of the lot device history records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.